Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, stained address/serial number label, stained end cap sticker and debris under window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level of 227 mg/dl. The customer¿s blood glucose level was 227 mg/dl. Customer stated the pump is not working we are unable to troubleshoot for high readings. Customer states that his insulin pump stopped working, customer states his pump is blank in the front and he replaced the battery and nothing. The customer states his pump has a blank screen. The customer was assisted with troubleshoot for blank display and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. The customer reported display did not return. Customer additionally stated that this morning when he woke up he checked his blood glucose and noticed it was high, he was going to give himself insulin is when he noticed his pump was off. The insulin pump will be returned for analysis.